Event description:
The following was reported to hamilton medical ag: the display screen goes black during use. Patient involvement is unknown. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).